Event description:
(B)(4). Forgot to add endometrial cells present in most recent pap, cysts in breast detected in most recent exam also.

Event description:
Stabbing pain in belly button lasting 10 days per month continuously, fatigue, swimmy head, bloated, vitamin deficiency, thyroid, constipation, numbness in digits, headaches, brain fog, eye weakness, swollen/sore toes, ear ringing.